Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event ha/s been attributed to use error ( inadequate filling of cartridge).

Event description:
The patient contacted animas on (B)(6) 2013, reporting that his blood glucose (bg) has not responded despite four site changes. The patient stated his bg last night was 500mg/dl with moderate symptoms, chest pressure. The patient replaced site for times and then took insulin of five units by injection and their bg was 386mg/dl without symptoms. The patient stated he did not fill cartridge with insulin only air in cartridge. Customer support (cs) instructed the patient to fill new cartridge and performed prime/rewind. The insulin was seen with the prime. The patient filled cannula and was instructed to continue to monitor. The patient stated that he must have grabbed the wrong cartridge. This report is being made due to the patient's alleged hyperglycemic event that resulted from an inadequate filling of cartridge.